Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged past 5%. The customer reported that the pump shuts down upon disconnecting it from a power supply. In addition, it was noted the fill estimate was inaccurate after loading a cartridge with insulin. There was no impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.